Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 400mg/dl, and her glucose level was treated with an insulin drip. It was stated that the customer was thirsty and tired. It was stated that the customer is no longer using the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.